Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturer¿s representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient did not get stimulation and relief on the right side of the low back and leg. Reprogramming multiple times did not improve the issue. The patient would decide if she wanted a revision of the leads. Follow up information received on (B)(6) 2017 from the patient reported that they had reported that lack of stimulation to their right lower back and right leg to their managing physician. As a circumstance that led up to the loss of stimulation issue was that the representative tried to reprogram the patient and asked to roll over from side to side to try to program. The patient noted that the lead might have moved at that time. The representative and the patient both thought it would eventually go to the right side but it had not done so. The patient stated that they met with the manufacturer¿s representative in the doctor¿s office on (B)(6) 2016 where it was discussed with the issue physician. The representative thought the leads had moved or rolled. The physician told the representative that they put the leads in the right place where indicated based on the trial. They tried to reprogram the device with no luck. The physician suggested that to take the lead out and replace it with a new one or replace all the leads. They are waiting for approval from the insurance company and the patient¿s ¿ok¿. The patient did not feel any stimulation on their right side at the time of this report and they stated that their right side was worse than before having the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.